Event description:
The procedure started as a laparoscopic hernia repair and pt was found to have a lot of adhesions. The procedure was then converted to an open procedure secondary to adhesions. It was then found that the tips of the instrument had broken off into pt's cavity. All the pieces were recovered.